Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips healthcare to report that the shift check intermittently fails with error: general system test failure. There was no reported patient involvement.